Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports after the insertion of the catheter, one of the ports was leaking.

Manufacturer narrative:
Submit date (B)(6) 2016. The complaint sample was not returned to the manufacturing site for review therefore the reported condition could not be confirmed. There are no non conformances related to the reported issue. The manufacturing lot number associated with this complaint was (B)(4). The catheter part number (B)(4), lot number 348564 was utilized in the packaging the kit. The device history record (DHR) review indicated that there was no quality issues associated with this condition. All DHR¿s are reviewed for accuracy prior to product release. Because a sample was not returned, there is not enough evidence to determine what could cause this event. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per the product specification, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes

Manufacturer narrative:
The manufacturing lot number associated with this complaint was 334633x. The catheter part number 00417013, lot number 348564 was utilized in the packaging the kit. The device history record (DHR) review indicated that there was no quality issues associated with this condition. All DHR¿s are reviewed for accuracy prior to product release. The product sample was returned for investigation. The catheter presented signs of use (remains of blood and dirt in the tip of the device). Visual inspection was performed and it revealed one hole in the arterial extension. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. Therefore the most probable root cause can be related to the use of sharp objects or rough edges after or during catheter insertion. The evidence provided is enough to discard the manufacturing process as a potential cause. The reported condition is being addressed by a corrective and preventative action (CAPA). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.